Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer described a situation in which the system likely failed to display an image. There are no reports of pt injury or death associated with this event.